Event description:
This is a spontaneous case report received from a non-health professional via news article in united states on 24-feb-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. She reported that essure caused her to get a hysterectomy. She noted that she underwent the removal procedure to treat pelvic pain, weight gain, heavy bleeding, blood clots, painful intercourse, hair loss, and depression. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding with blood clots (regarded as genital bleeding). She was submitted to a hysterectomy. These events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed).a product technical analysis is being sought. No follow-up will be possible, since this case was received via news media.

Manufacturer narrative:
.Follow-up received on 18-apr-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding with blood clots (regarded as genital bleeding). She was submitted to a hysterectomy. These events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed. No follow-up will be possible, since this case was received via news media.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.